Manufacturer narrative:
The reported field event of unable to be interrogated was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. It was noted that the implantable cardiac monitor was unable to be interrogated due to telemetry connection issues. It was also reported that the device was unable to connect to the phone app. The device was explanted due an unrelated procedure.